Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) and transvenous right ventricular (rv) lead were oversensing dense, sporadic noise, which led to pacing inhibition and inappropriate shocks. Also reported were lowered r-waves, and a low pacing impedance measurement, which triggered a latitude red alert. The local field representative was unable to recreate this noise using arm maneuvers, straining, or pocket manipulation. An rv lead issue was suspected. The boston scientific crm technical services (ts) department recommended bringing the patient in clinic and attempting to recreating the noise again, as well as obtaining a chest x-ray and performing impedance measurements at that time. Ts advised considering extending the ICD duration setting and reprogramming the device to least sensitive.

Manufacturer narrative:
Subsequently, the patient was scheduled for a lead revision, and their device temporarily programmed with tachycardia therapy off, in order to prevent inappropriate shocks. During the lead revision the chronic rv lead was found to be fractured, and could not be extracted. This lead was surgically capped and abandoned. A new rv lead was successfully implanted, without any reported patient complications. No additional information is available at this time. Should more information become available, this event will be updated. The device was later explanted due to normal battery depletion, and returned to our post market quality assurance laboratory for analysis. A review of device memory confirmed that it had declared elective replacement indicator (eri) while implanted. The device met labeled longevity expectations. The device was subjected to a series of automated diagnostic tests that verified normal pacing, sensing, and shocking functions. Final analysis concluded that this device was operating within specification. This event will be updated if any additional information becomes available.